Event description:
Patient had right cochlear implant inserted in 2003 for severe to profound sensorineural hearing loss. Returned to surgery in 2005 for failed cochlear implant right ear. Cochlear implant was removed and another cochlear implant was implanted.